Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was returned for pump error alarm. Format history file analysis confirmed pump error alarm due to software error. The insulin pump passed self test. The insulin pump communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a low battery alert for less than a week. The customer's blood glucose was 8 mmol/l at the time of incident. The customer's blood glucose was 9.2 mmol/l at the time of call. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.